Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose from (B)(6) 2019 to (B)(6) 2019. The customer¿s blood glucose level was 1200 mg/dl at the time of incident. The customer was treated with intravenous insulin, saline. The insulin pump will be returned for analysis.